Manufacturer narrative:
Additional information was received that there was no reportable malfunction. Block d4: no UDI available as device was manufactured prior to UDI compliance date.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow and the device did not automatically switch to alt o2. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: (B)(4).